Event description:
It was reported that a skin reaction occurred. On 05/19/2026, the patient noticed a red patch on her skin. The patient applied a cold compress as the area felt warm, and initially allowed it to heal on its own. The following day, (B)(6) 2026, patient waited for the doctor to become available and proceeded to the clinic. Upon examination, the doctor assessed the red patch and indicated that it appeared to be an infection. The patient was prescribed oral antibiotics (bactrim) and received a rocephin injection at the clinic. Later that day, patient observed that the affected area was worsening and took a photo for documentation. On the morning of (B)(6) 2026, patient sought emergency medical care due to the condition. At approximately 6:45 am, she received another rocephin injection at the emergency department. The attending physician advised her to follow up with a doctor the next morning and recommended a three-day regimen of rocephin injections. The following day, she returned to the doctor and received another rocephin injection. The patient reports feeling generally well. However, the affected patch remains warm to the touch and is now showing signs of bruising, which may indicate the beginning of the healing process. Photos of the reported skin reaction in the complaint record were reviewed. The affected area shows varying shades of redness, with some regions appearing darker red to purplish, suggestive of developing ecchymosis (bruising). The skin surface appears mildly dry with fine scaling. There are no visible vesicles, pustules, or open lesions. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring, or systemic involvement. There was no documentation of further medical intervention. No other details were provided. At the time of the report, the patient is feeling fine but noted persistent warmth in the area with emerging bruising characterized by purple discoloration. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H11- labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).